Event description:
It was reported the rv (right ventricular) lead was capped and replaced, due to increased thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : trueicapsurefix novusimplantable pacing lead. It was reported the rv (right ventricular) lead was capped and replaced due to increased thresholds. No patient complications have been reported as a result of this event. No conclusion can be drawn. High threshold.